Event description:
It was reported that a patient experienced issues with their insulin pump when trying to administer a bolus for breakfast; the pump stopped all deliveries and requested a cartridge change, causing distress as its piston malfunctioned. Blood glucose level increased during this incident, indicating an adverse effect. The customer sought assistance, and further actions from technical support were pending to address the situation.